Event description:
Information was received that upon placement of a smiths medical bivona flextend tts pediatric straight neck flange tracheostomy tube the obturator became stuck leading to removal. No adverse patient effects were reported.

Manufacturer narrative:
No product was returned. However, two pictures were received for analysis. It was observed that the obturator sleeve was found to be covering the obturator tip. The manufacturing process and assembly process was performed; no discrepancies noted. The manufacturing process of the obturator curve was verified on 32 assemblies from the product floor; all were correct. An attempt to replicate the complaint was performed to an obturator from production floor. After forcing the protector towards the tip, a similar failure mode appeared. Based on the evidence, the complaint was confirmed. However, the root cause is unknown as the most probable cause occurred after the product left the facility.